Event description:
It was reported that the teflon coating on this guide wire was coming off during an angioplasty procedure. The balloon catheter became lodged on the guidewire and both were removed as a system. There has been no report of injury related to this event. The device is being returned for analysis.